Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for evaluation. Data logs were reviewed and complaint was confirmed. Upon review of the data logs, it is apparent that the console is the potential cause of the issue. No problem was found with the pump during the case. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the patient was on impella 5.5 support. During this time, 'placement signal not reliable' alarms occurred. The patient had multiple medical issues and was deemed ineligible and too ill for heart, kidney, or liver transplant. The patient ultimately expired while on support.